Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the dissection tip. The dissection tip was then attempted to be threaded onto two different standard 7 mm endoscopes. The component was not able to catch onto the threads of either scope. Based upon this performance test, the reported complaint "dissection tip would not screw onto the scope" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, due to the bad condition of the vasoview 7 scissor dissection tip's thread, a doctor couldn't connect it at the end of the endoscope. The fitting between the hole and the endoscope was fine but the condition between the male and female thread's bite was not good. A replacement kit was used to complete the procedure. There were no pt effects. The product was returned.